Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call of having low blood glucose due to setting and did not think low blood glucose was due to insulin pump. Customer reported that blood glucose was 39 mg/dl, 37 mg/dl and 28 mg/dl. Customer reported of not being able to feel her legs when blood glucose dropped to 28 mg/dl. Customer treated low blood glucose with glucose tablets. Customer attempted to contact healthcare professional, but did not receive a call back. Customer was advised to call back helpline to advise if issue was resolved.